Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done. The patient underwent a lead addition procedure however it was aborted because the new lead would not enter the epidural space due to patients anatomy. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done. The patient underwent a lead addition procedure however it was aborted because the new lead would not enter the epidural space due to patients anatomy. The patient was doing well. No device malfunction was suspected. Additional information was received that the lead was repositioned during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7089280.